Manufacturer narrative:
This report is being supplemented to provide additional information based on customers facility's cleaning, disinfection, and sterilization (cds) checklist. Below are information on customers cds checklist provided: customer noted no patient(s) infection occurred. Event is not a patient infection. Positive culture test of the endoscope- result not provided. Device used for procedure after the event. Storage condition of the device at the facility after the event occurred noted "other". It is unknown if the device undergoing additional reprocessing . Manual cleaning: presoaking performed. Manual cleaning performed within an hour after the procedure. Device passed leak test. Customer noted normal, no abnormalities on the accessories used for reprocessing. Brush points during manual cleaning : instrument /suction channel, suction cylinder, balloon channel, air water valve/suction, biopsy valve. Aer/ewd reprocessor: scope reprocessor. Model name: product d. Detergent name: product a. Disinfectant name: product a. All channels connected with tubes when the endoscope was setting up into the aer/ewd. It is unknown if the water filter was replaced within the specified period. It is unknown if there is an abnormality on rinse water treatment system such as uv light . Disinfectant meet the minimum effected concentration (mec). After manual disinfection, device wiped with clean towel. Sample collected right after reprocessing. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the facility clinical engineer suspected that the device vent metal could not be disinfected at a high level with the scope reprocessor (oer-3). When the culture test was performed, bacteria was detected. According to the report, since it was conducted more than a half year ago, the detailed type and amount of bacteria are unknown. There are no reports of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported. This report being submitted is related to the following reports. Report with patient identifier (B)(6) (oer-3 (scope reprocessor). Report with patient identifier (B)(6) ( maj- 821- leak test air tube).

Manufacturer narrative:
The subject device was not returned for evaluation. Follow up communication with the customer via service business center reported that the investigation is ongoing in the facility. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.